Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the non-tortuous and non-calcified vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres within 1 minute. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.